Event description:
The hosp reported that during endoscopic vein harvesting procedure, a piece of the short port ripped prior to insertion. A replacement device was used to complete the procedure. No pt complication was reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.